Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported that a patient on peritoneal dialysis (pd) therapy has peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing abdominal pain and shortness of breath (sob). As a result, on (B)(6) 2024, the patient was hospitalized. During hospitalization, it was discovered that the sob was due to a heart blockage. Additionally, a pd culture was obtained which grew the bacteria serratia (species unknown). The patient was initiated on antibiotic therapy with a combination of vancomycin, cefepime, and zosyn (dosing not provided) intravenously (IV). The nurse stated the cause of the peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The patient is recovering from the peritonitis event and remains in the hospital pending a coronary artery bypass graft (CABG); unrelated to dialysis.

Event description:
A nurse reported that a patient on peritoneal dialysis (pd) therapy has peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing abdominal pain and shortness of breath (sob). As a result, on (B)(6) 2024, the patient was hospitalized. During hospitalization, it was discovered that the sob was due to a heart blockage. Additionally, a pd culture was obtained which grew the bacteria serratia (species unknown). The patient was initiated on antibiotic therapy with a combination of vancomycin, cefepime, and zosyn (dosing not provided) intravenously (IV). The nurse stated the cause of the peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The patient is recovering from the peritonitis event and remains in the hospital pending a coronary artery bypass graft (CABG); unrelated to dialysis.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.